Manufacturer narrative:
A product investigation was conducted. Visual inspection: the x25 final tightener (product code: 279712600, lot number: gm5369547) was received at us cq. Upon visual inspection of the complaint device, the distal end of the device was observed to be stripped and twisted. The received condition of the device is consistent as an end-of-life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition, therefore the complaint can be confirmed due to the stripped condition of the returned device. Conclusion: after a visual inspection, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369547 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 09 jun 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the devices were damaged in the surgery performed on (B)(6) 2021. During manufacturer's preliminary investigation of the returned devices it was identified that the distal end of the device was stripped and twisted. This report is for one (1) x25 final tightener. This is report 1 of 2 for complaint (B)(4).